Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-xn05 test kit (reference (B)(4)) involving quality control (B)(6). The customer reported performing the test twice and obtaining the same results (tetracycline mic = 4; range 8-19). The customer did not perform any other internal testing with the strain. This discrepancy involves vitek® 2 ast-xn05 test kit (reference (B)(4)) and the drug tetracycline; however, the vitek® 2 ast-xn05 test kit is not marketed, sold or distributed in the united states. Vitek® 2 ast-xn06 test kit (reference (B)(4), which utilizes the same formulation of tetracycline, is sold in the united states; therefore, this event is being reported to the FDA. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported out-of-range-low (mic=4, expected range 8-16) tetracycline results for pseudomonas aeruginosa atcc 27853 in association with the vitek 2 ast-xn05 test kit. Biomérieux investigation was conducted. Evaluation of the manufacturing qc batch records for ast-xn05 lot 148375440 indicated the lot passed on initial qc performance testing. There were no issues observed with tetracycline. Investigational testing using the internal atcc 27853 strain was performed with two ast- xn05 cards of the customer lot 148375440 and two cards of a random lot 148377140. The investigation did not reproduce the customer results with the internal reference strain. The vitek 2 ast-xn05 test kits performed as intended.